Event description:
It was reported that after two factory resets of the ilet, the user continued to experience hypoglycemia, with blood glucose reportedly dropping below 40 mg/dl for a couple of hours, and no back-up therapy or professional medical intervention was used. Symptoms included hypoglycemia. Outcomes included temporary physiological impairment without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and the cause of the low glucose remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.